Event description:
Customer reported a vibrate anomaly. Customer's blood glucose is 123 mg/dl. He stated he set his device to vibrate, but the device does not vibrate for alarms. Customer tried inserting a new battery and performing the self test, but the device did not vibrate during the vibrate test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken vibrator wire. No unexpected low battery alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.